Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that during a stent placement procedure for treatment of an occlusion in the sfa, the vascular stent could not be deployed while using a 0.014" guide wire. After the usage of a 0.035" guide wire, there was not any deployment issue and the stent could be deployed successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. On the basis of the evaluation of the returned sample it was confirmed that the system was actively used and that the stent could not be deployed at all. A force transmitting joint was found broken in the distal section of the delivery system which made a stent deployment impossible. Potential factors that could have led or contributed to the deployment failure have been evaluated. Previous investigations of similar complaints have been reviewed. Reportedly, more force was needed as usual for system activation and during evaluation a necking pattern was found in the distal catheter section. Both situations indicating a high release force. Therefore, the event may be related to a difficult anatomy as highly tortuous and calcified vessels may lead to increased friction and subsequent release force increase. Reportedly, the anatomy was calcified; a pre-dilation was performed. Furthermore, the event reported may be use related as rough handling may lead to deformation and subsequent friction increase. Based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." And "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit".

Event description:
It was reported that during a stent placement procedure for treatment of an occlusion in the sfa, the vascular stent could not be deployed while using a 0.014" guide wire. After the usage of a 0.035" guide wire, there was not any deployment issue and the stent could be deployed successfully. There was no reported patient injury.